Event description:
It was reported that during a superficial femoral artery (sfa) interventional procedure, balloon withdrawal resistance was encountered. The 80% stenosed lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). Another manufacturer's guide wire was inserted into the pt. The apex 40mm x 4.00mm balloon catheter was advanced to the lesion for predilation of the lesion, and resistance was reported. The balloon catheter was removed, with resistance. Upon removal, the balloon "sheared off the catheter and came out of the sheath, outside the body." The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt condition is reported as "fine."